Event description:
On december 6, 2006, a clinical incident involving an atlas controller was reported. Following an arthroscopic procedure of the shoulder, the patient was reported to have sustained a second degree burn approximately the size of a quarter on the patient's shoulder. The burn was treated with silvadene and bandage. At the first postoperative visit, the burn was reported as blistering. At the second postoperative visit, less blistering was reported. It is unknown at this time if the burn will result in scarring. The patient is reported to be healing well.

Manufacturer narrative:
The device was returned to manufacturer for evaluation. Performance testing and electrical testing of the device were performed. The device met all product testing criteria. No conclusion can be made.